Manufacturer narrative:
The hardware investigation of the returned visualase cooling laser applicator system (vclas) confirmed that the reported event was related to a physical damage / thermal issue. Visual inspection found that the charred tip was confirmed. The tip end was irregular and jagged. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system was found to be fully functional. Initial engineering review of the returned catheter found that a char was present. This device is included in the medical device field correction notification, "visualase cooled laser applicator system (vclas)" ((B)(4) 2016). The revised instructions for use (IFU) were also provided with the notification.

Manufacturer narrative:
The catheter has been returned for evaluation, but analysis has not yet been completed. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that the tip of the cooling catheter was charred during a laser ablation of the left mesiotemporal lobe - amygdalohippocampectomy. They checked the catheter after the surgeon removed it and had the surgeon inject saline through it, it had no leaks or breaches. The laser fiber itself was completely fine. Rep stated the wattage and duration were well below the recommended settings. No delay to the case. Issue discovered at the completion of the procedure. No adverse affect to patient.